Event description:
The account alleged that the brakes are setting but would swivel when pushed from the side. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters and brake detent mechanism to resolve the issue.